Manufacturer narrative:
The hermetic lumbar catheter, open tip (B)(6) was not returned for evaluation as the product was "cut" per customer: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed, and no anomaly was observed that could be related to the reported condition. Failure analysis - product was not returned and no picture showing the reported condition was provided; therefore, failure analysis is not possible. There are no details as to what was happening when ¿tip of catheter was retained and broke inside the patient¿ (e.g., during insertion, catheter repositioning, was the tuohy needle still in place, any patient¿s preexisting characteristic that may have contributed to the reported event). Root cause - a root cause determination is not possible at this moment. However, based on the risk documents, a potential root cause for the reported condition could be that the physician inadvertently tore the silicone with the stylet, guidewire, or tuohy needle. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h10 additional information was received on 17 january 2024 as follows: 1. If the surgery time was increase of 15 minutes for each catheter or for both? >>in total. It was in the same patient. 2. Did they manage to retrieve the broken part in the patient? >>yes 3. How did they finish the surgery? >> using another catheter 4. Was the patient a child, a teenager, an adult, an elderly person? >>adult patient.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is for the 1st of 2 tips used on the same patient and linked to mfg report number 2648988-2024-00003: a facility reported that the tip of the hermetic lumbar catheter, open tip (ins8330) was retained and and broke inside a patient. There was increased surgery time of 15 minutes. Additional information has been requested.

Manufacturer narrative:
Hermetic lumbar catheter, open tip (ins8330) was not returned for evaluation as the product was "cut" per customer; therefore, failure analysis is not possible. In addition, no picture showing the reported condition was provided. Lot number information has been provided; therefore, device history record (DHR) was reviewed, , and no anomaly was observed during its manufacturing, packaging, and inspection processes that could be related to the reported condition. There are no details as to what was happening when ¿tip of catheter was retained and broke inside the patient¿ (e.g., during insertion, catheter repositioning, was the tuohy needle still in place, any patient¿s preexisting characteristic that may have contributed to the reported event). Therefore, a root cause determination is not possible at this moment. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.